Event description:
It was reported that this implantable cardioverter defibrillator (ICD) triggered code 1003, which indicates the voltage was too low for the projected longevity. Technical services (ts) reviewed the reports and determined the device was prematurely depleting. Ts suggested device replacement or re-evaluating the battery in 90-days' time. The device remains in use. No adverse patient effects were reported.